Event description:
On (B)(6) 2012, customer reported that the lh750 slidemaker printer failed. Customer replaced the ink ribbon roll and ran a few slides, but this did not resolve the issue. No injuries were reported and no erroneous patient results were generated for this event. Field service engineer (fse) inspected the instrument and during the inspection fse noted that smoke came from the lh750 slidemaker label printer when troubleshooting printer errors. Fse replaced the label printer and this resolved the issue.

Manufacturer narrative:
(B)(4).